Event description:
It was reported on (B)(6) 2012 the pump was moving in the pocket and possibly flipping. The patient was unable to give himself boluses with the patient therapy manager (ptm). It was later reported the patient was experiencing pin in the pump pocket and felt the pump tipping outward in the pocket when he stood up. It was determined that the patient was "extremely stopped over" with his standing posture, which was causing the discomfort. The pump was not flipped, just causing him discomfort due to his posture. It was determined the cause of the inability to receive boluses was not waiting long enough to pull the ptm away from the pump to see if a bolus had been delivered. The patient was given an abdominal binder to wear when he was up. It was noted the binder help the patient's discomfort. The pump was being used to deliver clonidine, bupivacaine, and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: n EU_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).